Event description:
Pump declared altitude alarm 21, and caller reported issue occurring multiple times over the past three months. There was no adverse impact to the customer¿s blood glucose level. Cts confirmed alarms on several dates and provided tips for preventing them, which caller understood. Customer replaced cartridge for first event, after which pump resumed normal operation, and was able to resume insulin with original cartridge for subsequent events.